Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the numbers were scrolling on the screen. The customer also stated that the device had a weak battery alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 219 mg/dl at the time of the incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers, button error alarms, or weak battery alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The up arrow button had intermittent button response due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and missing end cap sticker.